Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing, it was reported that the assembly occluder pod for the system 1 malfunctioned. At this time, it is not known what type of malfunction occurred. Since the event occurred during routine testing, there was no pt involvement. Additional info has been requested, however, no other details regarding the nature of this event were provided.